Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Review of the operative notes confirm that the patient underwent reduction due to dislocation. A report of the two views (ap & lateral) states no acute bony or hardware abnormalities. There is no loosening or fracturing of the surgical hardware. I do not see any acute bony fractures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05063.

Event description:
It was reported that approximately 3 weeks post implantation, the patient hell and dislocated the left hip. In the ER, the hip was relocated with closed reduction. Attempts have been made and no further information has been provided.